Manufacturer narrative:
The reported event has been confirmed manufacturing related and is being investigated by capas 12866756 & 12474528. Received (4) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjz2841. The second photo provides an enlarged view of the catheter balloon, confirming the presence of a rupture. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjz2841. Visual inspection of the sample noted the catheter balloon rupture measuring 0.3895. This is out of specification per inspection procedure which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after placement in the operating room in the morning of (B)(6) 2025, the foley catheter spontaneously removed after the patient was transferred to the ward in the afternoon. Damage to the balloon was also confirmed.

Event description:
It was reported that, after placement in the operating room in the morning of (B)(6) 2025, the foley catheter spontaneously removed after the patient was transferred to the ward in the afternoon. Damage to the balloon was also confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.